Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a peg placement procedure. According to the complainant, the tube was found to have a tear where a clamp had been attached to the tube. Reportedly, the device had backflow and a clamp had been attached to stop the backflow. Another securi-t percutaneous replacement gastrostomy tube was used to replace this device. There were no patient complications as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The device has been received for analysis, but not yet evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.